Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that his unit was alarming "vent inop and motor fault" while on a patient. There was no harm to the patient and the patient was placed on an alternate ventilator.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). The pt 802 component¿s differential voltage is outside of manufacturer specifications. The post dac or adc errors are due to a corrupted turbine interface. This issue will be internally investigated within carefusion.